Event description:
Inserted combitube inflated both cuffs. Listened for breath sounds, has air leak in oral pharynx. Deflated both cuffs to adjust placement. Reinflated cuffs: the white cuff on lumen #2 burst. Tube was removed and a second combitube was placed. The device was not saved due to explosive control issue's. Rptr does not feel that the incident has anything to do with outcome of the pt. Rptr was not aware that such incidents were to be related.